Event description:
Additional information received on fluid warming/level 1 trauma fast flow systems - h-1200 on under infusion of hypovolemic shock .

Manufacturer narrative:
Other, other text: additional information was received from customer response on under infusion of level one device. In responding to our questions, the report indicates pressure bags were used and applied to manually help with infusion of massive blood transfusion. Three of the cases were trauma related requiring massive blood transfusion. Hypovolemic shock was the requiring diagnoses for blood the transfusion. Two of the cases the patient expired and one of the patients was taken to the operating room. Unknown underlying condition of patients that were being treated for hypovolemic shock and which stage of shock patient was undergoing; if the shock could have been compensated, decompensated or irreversible shock.. Additional information was requested and last response indicated the person could not respond to our questions no longer, do to the fact of not having access for review of the chart for further information that was being sought. This was explained it would need to be taken up with health management. Also ,hippa laws protect patient confidentiality. This file is related to hypovolemic shock that one patient of the four endured.

Manufacturer narrative:
Device evaluation: a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: b2, h1. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: returned device was received with the tower cracked, return tube and normal wear and tear. Pressure chamber was recieved in good condition, only missing a black rubber cap. During the evaluation of the device yes, the only test that duplicated the customer reported problem was by controlling the rolling clamp on the disposable set, which is located by the needle to the patient. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that during an emergency case a smiths medical fluid warmer was not pressurizing the blood fast enough and running slow. No adverse patient effects were reported.